Event description:
It was reported that five hours after a laparoscopic cholecystectomy procedure, the patient's hemoglobin level decreased seriously and the doctor had suspected a leak; he had to open the patient and stop the bleeding. He mentioned that the clip was tight in the initial surgery, but when he opened the patient, the clip was loose and it was leaking as a result. The condition of the patient immediately following the event was stable. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested: international affiliate responded with the following information: it is very hard to express that the patient has died. The doctor stated that the patient had respiration problems and the second operation triggered the respiratory problems. And the doctor stated that death cause was reported as respiratory failure. The complaint was reviewed with ees medical consultant and the following details have been requested: during the reoperation, the surgeon mentioned the clip was found to be loose. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information received from the affiliate: there is not an direct mention to put the blame on the device; but the outcome was unexpected for any party. The answers we obtained from the doctor are accumulated below: how many clips were applied during the initial procedure? // 5-6 clips. But did not fulfill the intended use. Was the clip fully advanced into the jaws? // possibly yes. Did the procedure drive the need to apply torque or twisting of the device? // yes. What vessel was the device fired on? Please specify the size of the vessel. // cystic artery. How many clips were found to be loose?// none of them were tight. Patient's sex, age, and weight? // w. Has an autopsy been performed? If so, will it be possible for ees to obtain a copy of the report? // no comment. Did anything unusual happen during the first procedure? //no. Were any unexpected noises heard? If so, when? //no. Was the device fired on a hard object (e.g. A clip)? //no. Was the device fired after the procedure out of the patient? If yes, were the clips properly formed?// no. It was not fired outside. Was there a recent conversion to ees devices in this account or with this surgeon? //yes".